Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. When the pump was reset, the time was incorrect. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy. There was no reported adverse impact to the customer.